Manufacturer narrative:
The sheath was returned with the delivery system fully inserted through the sheath. The valve was returned over the inflation balloon. Procedural imagery provided by the site showed the valve was stuck in the sheath. The guidewire lumen appeared to form a ¿90 degree curve¿ likely due to the patient¿s severe tortuosity. The valve was seen over the triple markers and stuck at the curve along the guidewire lumen. Visual inspection revealed a liner tear starting from 3¿ distal end of the strain relief all the way through to the tip. Scratches were observed on the sheath shaft and there was severe soft tip damage. Dimensional inspection of the liner thickness along the length of the tear revealed all measurements to be within specification. Due to the nature of the complaint functional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing issues that would have contributed to the event.  Review of lot history revealed no other similar complaints. A review of the complaint history revealed the occurrence rate did not exceed the january 2020 control limit for the applicable trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During manufacturing, the esheath was visually inspected and tested several times. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath shaft resistance with delivery system and sheath shaft liner torn were confirmed based on visual inspection of the returned device. Based on available information, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. Per the complaint description, ¿valve got stopped in a 90 degree curved and calcified section of iliac artery.¿ calcification and tortuosity can prevent the sheath from fully expanding to allow for a smooth delivery system advancement and retrieval, resulting in the reported resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement and retrieval of the delivery system. In this case, the sheath was bent due to the 90 degree curve of the vessel. As a result, the valve was aligned perpendicularly to the delivery system flex tip and unable to be advanced further or pulled back inside the sheath. Damage on soft tip and scratches/stretches on hdpe indicate that the sheath has come to contact with vessel calcification. Calcification can interact with the sheath, weakening the liner material and making it more susceptible to tear. It is likely that the excessive force was applied to the system in order to overcome the reported resistance and/or pull the valve back when it was stuck in the sheath, leading to the liner tear. Available information suggests that patient factors (calcification and severe tortuosity in the access vessel) and procedural factors (device manipulation to advance/retrieve valve stuck in the sheath) contributed to the reported complaint events. The complaint was confirmed through visual inspection of the returned device. No manufacturing non-conformances were identified in the returned devices. It is possible that patient factors (calcification) and/or procedural factors (device manipulation) contributed to the reported events. No IFU/labeling/training inadequacies and no manufacturing nonconformances were identified during evaluation. The complaint occurrence rates did not exceed the control limits for the applicable categories. As such, no corrective/preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information added to the b5 description: pre-decontamination evaluation, it was found liner tear start 3" distal end of strain relief all the way through tip.

Event description:
Pre-decontamination evaluation, it was found liner tear start 3" distal end of strain relief all the way through tip.

Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10168.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) during a tavr procedure for implanting a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, resistance was encountered during the commander delivery system insertion through the esheath. The valve became stuck inside the sheath shaft at a sharp curve in the iliac artery. It was decided to remove the devices, but the valve would not move in any direction and after unsuccessful attempts, the devices were surgically removed. No valve was implanted. The sheath was observed a sheath split upon removal. The patient was reported to have ¿remarkable tortuous anatomy¿ in the iliofemoral artery.